Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed a no device found message, frayed insulation or cracks in cable, and that the device failed on bench test. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that last night while recharging their ins, the device stopped recharging and the controller went black. Pt stated that they reset the controller and the controller flashed like it would power on, however the controller didn't power on. Pt stated that they then connected the controller to the ac power supply and that the controller powered on and charged fine. Pt confirmed that the issues were only occurring when recharging their ins. Pt noted that the recharger (rtm) relay box would get warm while recharging their ins. Pt then stated that they just noticed that down below the rtm relay box along the cord there was a tear in the plastic so wires were exposed. Pt noted that their ins was not charged all the way, so they would not have therapy tonight since they could not recharge their ins. When asked for the event date, pt stated that the issue occurred once a few weeks ago, however the device worked fine after resetting the controller; pt then stated that they had no idea and that it was maybe a couple weeks ago when the issue first started. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.